Event description:
The customer contacted stryker to report that their device displayed a blank screen. This can be indicative of a device lock-up. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. After replacing the power module, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
Stryker further evaluated the removed power module and a faulty printed circuit board on the power supply pcb was determined to be the cause of the reported issue.

Event description:
The customer contacted stryker to report that their device displayed a blank screen. This can be indicative of a device lock-up. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.